Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarms. Customer¿s blood glucose was 401 mg/dl. Troubleshooting was performed and customer was able to resolve no delivery alarm with a complete set change.